Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had gotten wet. Subsequently, an altitude alarm occurred. The customer's blood glucose level was 331 mg/dl. A manual injection was administered. The customer was unable to clear the alarm, however, the customer declined further follow up from tandem technical support.